Manufacturer narrative:
Medication's - anticoagulant medications (type unknown). Additional device implanted and involved: ceb231010a/16602043. Images were sent to gore for evaluation: 3d reconstruction from CT dated (B)(6) 2018 illustrating a patent lii. Axial images from CT dated (B)(6) 2018 illustrating a patent lii. Centerline reconstruction from the CT dated (B)(6) 2018 illustrates minimal amounts of the thrombus present in the abdominal aorta. Centerline reconstruction from the CT dated (B)(6) 2018 illustrates significant thrombus present in the abdominal aorta and the lci and lii appear to be occluded. Axial images from CT dated (B)(6) 2018 illustrate that the lci and lii appear to be occluded. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to occlusion of device or native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of abdominal aortic aneurysm and a common iliac artery aneurysm using gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. On an unknown date, imaging reportedly identified a device (unknown) was clotted off. On (B)(6) 2018, imaging confirmed clotting off of patient's left side (trunk-ipsilateral leg component down to the internal iliac component (hgb) and iliac branch component (ceb) devices). The physician believes a possible cause of the adverse event is the patient not taking his anticoagulant medications. The patient reportedly underwent an unsuccessful thrombectomy. It was reported the physician decided to perform a femorofemoral bypass. The patient tolerated the procedure.